Event description:
Device was reported as eos via home monitoring. No known reason for eos alert. One month ago, the device showed 72% battery remaining. Device cannot be interrogated and will be explanted. Per biosmart, this device was explanted and replaced with lumax 340 hf-t, (B) (4) on 2/16/2010. At the change-out, it was found that the sprint fidelis lead 6049, (B) (4) had a fracture and caused 46 aborted charges, causing the eos. The lead was capped and remains implanted.